Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and the reported problem was identified as a reload the set 152 alarm. A visual inspection was performed with no issues noted. Functional testing was performed with no issues noted. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device history was conducted with no issues found. The cause of the reported problem was determined to be the pump and the manifold tubing. The pump and manifold tubing were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified error occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.